Event description:
It was reported on (B)(6) 2026, the patient underwent orif surgery for femoral trochanteric fracture on proximal femur with tfna distal aiming device 260mm. During surgery, while inserting the first screw, in the distal region, a crack occurred in the distal bone. An additional cable was wrapped around the crack. Two screws were inserted in the distal region, and the surgery was completed successfully within 30minutes delay. The surgeons commented that there were two possible causes of the crack. One possible cause was, while using tfna distal aiming device, the drill bit in question interfered with the nail in question, therefore the drilling was performed freehand while the inner cylinder was removed, and then the screw was inserted, resulting in a crack. The other possible cause was, because the patient had a strong femoral anteversion, the distal part of the nail might have hit the anterior cortical bone, causing stress when the screw was inserted, resulting in a crack. No further information is available.

Manufacturer narrative:
Product complaint #(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.